Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly.

Event description:
Information received by medtronic indicated that there was fluid in the reservoir compartment. There was a leak in the reservoir. The insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.